Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Based on the findings, the probable root cause of the reported issue was due to customer damage of the handle, low profile lock. A review of the device history record showed the device had a manufacture date of 04oct2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4).was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4). Which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device key broken off inside the key slot. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Based on the findings, the probable root cause of the reported issue was due to customer damage of the handle, low profile lock. A review of the device history record showed the device had a manufacture date of (B)(6) 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device key broken off inside the key slot. There was no additional information provided and no patient involvement.